Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device lasted 39% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 59 months before the battery reached rrt (recommended replacement time) voltage. Save-to-disk analysis showed an abrupt voltage drop from about 3.1 v to near 2.55 v over a two week period prior to explant. Destructive analysis of the battery found no internal short, but there was an opening found in the anode separator.

Event description:
It was reported that the device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.